Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly read 4-5 degrees lower than the child's actual temperature when taken by a nurse at school. There were no complications from this incident, and the pt is going fine now.